Event description:
It was reported prior to an unknown procedure, it was found that the hand switch was non-functional before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.